Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer allege insulin pump was under delivering. The customer¿s blood glucose level was in 600 mg/dl to 260 mg/dl. Customer stated that they were hospitalized due to high blood glucose on (B)(6) 2019. Customer performed high pressure test however it did not showed in insulin flow blocked alarm. The insulin pump will not be returned for analysis.